Event description:
The pump was returned for touch input failure of the lcd. When powered on the pump displayed no alarms and the lcd was responding to touch input normally. Several mock infusions were programmed and run successfully. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. An internal investigation was performed and the touch input cable was securely seated. No signs of fault could be identified internally.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "screen is unresponsive. The screen is unresponsive, the pump has been cleaned, charged, and multiple cassettes has been used to trouble shoot pump." Patient harm: unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.